Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 32 mg/dl versus 153 mg/dl within 6 minutes apart on the active s system. Reporter stated within another minute, the customer obtained a glucose result of 154 mg/dl on the same system. Reporter indicated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing, however, self treated with a teaspoon of sugar. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.